Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead for t-wave oversensing (twos). The rv lead was reprogrammed. It was also noted the right atrial (ra) lead exhibited p-wave undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.